Event description:
This incident was reported by the patient to have occurred at (B)(6). One day following a mammography procedure the patient noticed a 4 1/2" tear under her left breast. The patient called the site to report the tear. She was advised by a nurse to apply an antibiotic cream on the torn skin. The patient later called her personal gynecologist and was advised how to care for the wound by using a dressing.

Manufacturer narrative:
(B)(6) supervisor reported the exam was combo screening exam with one extra mlo view on the right breast. There was no report of an injury or malfunction of the mammography system during or immediately following the exam. Although we are unable to determine a specific cause for this incident, on rare occasions skin tears do happen during mammography exams. This type of incident is most likely to occur with an elderly patient or a patient with unusually thin skin.